Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on an unspecified date/time in (B)(6) 2010. On (B)(6), 2010 at approximately 4pm, the patient reported a blood glucose result of "145 mg/dl" with the subject meter. The patient indicated he does not manage his diabetes with oral medication or insulin; however, it is unclear what action, if any, the patient took in response to the alleged issue. At an unspecified time later, the patient claimed he developed symptoms of weakness, sweating, and felt jittery. According to the csr documentation, in response to his reported symptoms the patient went home and approximately two hours after the alleged issue occurred, the patient obtained a blood glucose result of "67 mg/dl" with the onetouch ultrasmart meter. Approximately 30 minutes later the patient administered self-treatment by consuming food and/or drink. The patient denied testing with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.